Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customers blood glucose level as it was indicated that the customer was using the pump to deliver hydrocortisone and not for diabetes management.